Manufacturer narrative:
Device was not implanted. The actual device was not returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete.

Event description:
The user facility reported that upon opening the gss sheath, it came out of the package kinked and could not be used. A new glidesheath slender sheath was used to complete the case successfully. The procedure outcome was successful and the patient was in stable condition.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide additional information. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Manufacturer narrative:
This report is being submitted as follow up no. 2 to provide the completed investigation. One 6fr glidesheath slender was received for product evaluation. No other components were received with the sheath. The returned sheath was subjected to visual examination. There was an apparent indentation in the sheath approximately 3.7 cm from the distal tip of the sheath. The indentation only appeared to affect one side of the sheath tubing. There is no evidence that this event was related to a device defect or malfunction. Based on the investigation, it is likely compressive forces caused the indentations like those observed in the returned device the exact cause of the reported event cannot be definitively determined based on the available information.